Event description:
It was reported that there were no changes to pump parameters for this event. A computed tomography (CT) scan was performed as diagnostic testing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported device thrombosis and hemorrhagic stroke could not be conclusively determined. The reported device thrombosis could not be confirmed as there were no images returned by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists stroke, bleeding, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had partial pump thrombosis and needed heparin IV. After initiation of heparin IV, patient had a left temporal hemorrhagic stroke. The support was stopped afterwards and patient passed away on (B)(6) 2018.